Manufacturer narrative:
Product ID: 39565-65; serial#: (B)(6); implanted: (B)(6) 2015; explanted: (B)(6) 2024; product type: lead. Analysis information pli#: 20; product ID#: 39565-65. Analysis identified environmentally assisted degradation of the insulation at the proximal end of the lead. Correction to regulatory report # 3004209178-2024-14929. Codes removed: 3191 a27. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The paddle lead was returned.

Event description:
The patient is scheduled for a paddle replacement and anchoring the battery back down. At that time, they intended to return the paddle lead for analysis. The old battery had previously been returned. The cause was not determined and the issue not yet resolved.

Manufacturer narrative:
Continuation of d10: product ID: 97714, serial#: (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2024, product type: implantable neurostimulator, product ID: 39565-65, serial#: (B)(6), implanted: (B)(6) 2015, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use, during the event include: brand name: specify, product ID: 39565-65, (serial#: (B)(6)), product type: 0200-lead, implant date: (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). Caller, was in procedure today. And they were going to replace an old ins with new one. They had a lot of difficulty getting lead out of header block of existing ins. Hcp finally got lead connections out of header block, but it was noted, that the plastic area between the electrodes appeared swollen and bigger than usual. Hcp, also commented, that the lead appeared to be deteriorating in this area. They tried to put the lead into a new ins, but they weren't fitting into new header block, because of the swelling of the proximal lead connections. They left new ins internalized (plugged) with old lead. And they plan to go back in to replace lead with new paddle lead. At which time, they'll connect to the new ins. [See pe (B)(4), old ins replacement].